Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No cgm values were reported from the event but the patient stated that the cgm was inaccurate and that the inaccuracy aggravated the situation. The patient experienced nausea, vomiting and not specifically specified complaints. At an unknown moment the patient took a fingerstick and the blood glucose reading was 55.0 mmol/l. It is not known if the patient self-treated with insulin at this time and it is unknown who brought the patient to the hospital but the day after the patient experienced symptoms, the patient was admitted into the intensive care unit. The patient received treatment with intravenous insulin, liquids, and potassium. At the time of the report, which was 3 days after the patient was admitted into the hospital, the patient¿s condition had improved, and the plan was that the patient would be discharged the day after. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on 08/11/2023 for a sensor with lot number 5319270. However, a transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed. There was no data available. The allegation was undetermined as an investigation could not be completed due to a discharged battery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.